Event description:
The olympus asset, evis exera ii duodenovideoscope, was returned to olympus with no complaint. Upon inspection and testing, service found a gap in the adhesive between the plastic cover and distal end. This report is being submitted for the gap of adhesive found during the device evaluation. There was no patient involvement.

Manufacturer narrative:
Further evaluation of the device found rubber adhesive was detached, the connecting tube had a wrinkle, the connecting tube had a scratch, and the light guide lens had a chip. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress applied during user's handling, leading to deterioration of the adhesive between the plastic cover and the distal end. The user can detect the suggested event properly by handling device in accordance with the IFU item: ¿·inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.